Event description:
It was reported that the device was explanted after implant duration of 25 months due to unknown reasons. No further info was rec'd. Information learned from implant pt registry.

Manufacturer narrative:
Device not returned.